Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had a new pacemaker system implanted on their right side due to a total occlusion observed on the patients left side. The patients previous pacemaker system remains implanted on the patients left side. The right ventricular automatic threshold (rvat) of the new pacemaker system was 0.4 volts at 0.4 milliseconds and the patients escape heart rate was in the 20 to 30 beats per minute (bpm) range the day after the new system was implanted. Then two (2) days after the new pacemaker system was implanted, the patient fainted and fell at home and went to the emergency room (ER). The pacemaker device data was reviewed, and the threshold and impedance measurements were noted to be good. The device was programmed to a right ventricular (rv) pacing output of 5.0 volts at 1.0 milliseconds with a sensitivity of 10 millivolts. However, the boston scientific representative (rep) indicated that there were two (2) instances of pauses observed, which resulted in asystole greater than two (2) seconds. The patient also had a few brief events observed on clinical telemetry with heart rates in the 30 bpm range. The physician wanted the rep to ensure that the old pacemaker device was not interfering so boston scientific technical services (ts) walked the rep through programming the old device off. With the auto capture feature programmed on, ts could not explain the lack of pacing in the rv and noted that there was nothing like this found in the device logbook. The rep was subsequently asked to check the patients device again the following day but this time when the patient was using their hearing aids. While on their way to the hospital, the rep contacted ts again to follow up with some additional questions. Ts discussed with the rep that the potential reasons for the brief heart rates in the 30 bpm range observed on telemetry is either due to a loss of capture or noise causing pacing inhibition. Ts discussed the option of programming on the right ventricular automatic capture (rvac) feature to get a beat to beat capture verification and also perform ambulatory threshold tests if loss of capture occurs. Ts also discussed that if rvat value is higher than it should be, then the device algorithm is having a hard time with capture verification, which could be related to loss of capture. Ts noted that there have been no stored ventricular episodes so if there is noise occurring that is brief, they could consider lowering the ventricular episode electrogram (egm) storage rate to help potentially store episodes with observable noise. The device remains in-service. No additional adverse patient effects were reported.